Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and could not replicate nor confirm the reported broken conductor wire issue. Internal and external visual inspection, manual articulation of inputs, and electrical continuity could not be reproduced. Electrical continuity test passed. The instrument was not fully functional. Additional observation found that the grip cable at the distal end was broken. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.